Manufacturer narrative:
Mechanical repair planned; system returned with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy exposure failed; warm restart temporarily resolved on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.